Event description:
The instrument was used during a laparoscopic cholecystectomy. Several clips did not form on the vessel. The clips were removed. Another er320 was opened and case continued without incident. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Results of eval: conclusion-based upon the inquiry info rec'd and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments-if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuosly improve products.